Event description:
Patient was implanted with a plate and four screws at their tmt (tarso-metatarsal) joint (foot) on (B)(6) 2011. (B)(6) post tmt (tarso-metatarsal joint) fusion the patient returned to the surgeon on an unknown date complaining of pain. Surgeon returned patient to operating room on (B)(6) 2012 to remove one plate and four screws. Patient was reportedly healed, with no further treatment required. This is 1 of 5 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.